Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning electrical smell. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning electrical smell. There was no serious patient harm or injury. The patient required no medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the pca burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning electrical smell. There was no serious patient harm or injury. The patient required no medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the pca burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. During the lab investigation of the device, a potential thermal event at q6 on pca was observed. Additionally, the iso port and inlet/outlet seal had white dust-like contamination. The heater plate, blower motor, air inlet of the blower box, blower box, bottom enclosure, and the water all had dust contamination. Pil was unable to confirm the complaint "turns on but does not blow air." However, the complaint "smells like electrical, burning smell" was possibly caused to a potential thermal event at q6. The device is being sent back to the customer since the ra is currently priority a.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has burning electrical smell. There was no serious patient harm or injury. The patient required no medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.